Manufacturer narrative:
Device was received with a blank display, problem isolated electronic assembly. Unable to perform displacement, sleep current measurement, active current measurement, and self tests or verify low battery alarm due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had turned off unexpectedly and did not receive low battery alert prior to replace battery alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.